Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) when testing patient samples on the echo. The sample contained anti-d. No transfusion or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Review of the results files shows well scores of 8 for cell 1, rh positive cell, of crrid, lot id119 resulting in an equivocal, and well score of 2 for cells 2, 3, 4, (rh positive cells) resulting in a negative reaction. Well images show cell buttons not sharply defined with irregular border with a slight degree of adherence adhering to a 1/4 of the monolayer surface. Confirmed the reactivity of the d antigen on retention crrid, lot id119, with anti-d. This was the same lot of crrid used by the customer. The customer did not return product or sample for further serological testing.